Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that the stand stopped moving. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
The investigation of the reported issue was completed. The log file analysis showed that the system detected a mismatch in the two positioning sensors of the c-arm rotation axis. The potentiometer responsible for providing information about system positions did not deliver correct values. The system automatically detected an error by means of the comparing the first source of information (encoder or second potentiometer) with the second source of information (potentiometer). This resulted in the system movement speed being reduced following by a relevant message ("reduced stand/table speed") displayed for the customer. Siemens local service exchanged the potentiometer. Following the hardware replacement, the system recovered. An extensive investigation could not be performed due to the potentiometer not being returned for investigation. No further issues have been reported from this site and the system works as intended.